Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. Customer reported that they replaced the battery and the insulin pump was not coming on and they had tried several batteries an the believes the battery cap connection may be missing. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.